Event description:
It was reported that the pt was having pain in their left hip. The surgeon revised the pt's left hip on (B)(6) 2012.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-416, lot # g2973113, description: abgii modular long neck. Cat # 540-11-52e, lot # 33380603, description: trident psl ha solid back 52mm. Cat # 623-00-36e, lot # mjj599, description: trident 0x3 insert 36mm ID. Cat # 6570-0-136, lot # 33420001, description: delta v-40 ceramic head 36/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.